Event description:
The physician reports that the crystalens haptic was torn when delivering the lens using the staar surgical lens injector system. The damaged lens was removed without enlarging the incision. A second crystalens was implanted successfully. The physician reports the root cause of the lens damage as "received damaged".

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Results - the damaged lens was returned to eyeonics and evaluated. The visual inspection under microscopic magnification revealed that the haptic was torn near the hinge. The findings are consistent with damage caused by lens injector use. Unable to confirm reported event of "received damaged". Event codes not labeled.